Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead would not capture and had dislodged, as confirmed on a chest x-ray. It was noted the patient experienced mild diaphragmatic and nerve stimulation. The lead was explanted and replaced. The patient was a participant in the adaptresponse study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.